Manufacturer narrative:
The field service engineer (fse) found a defective actuator for pinch valve vl46 that caused the leak. The fse replaced the actuator and tubing and the instrument ran without leaks. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported an uncontained clear leak of about 100cc from the lh780. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.